Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Imaging system was rebooted multiple times with no replication. Representative reported that the system was used in a case with no issues. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacture for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system became unresponsive on "initializing please wait" for 10-15 minutes when turning on the system. Rebooting the system resolved the issue and restored system functionality. There was no patient present at the time of the issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the behavior in the logs indicated that the imaging system was functioning as designed. Analysis found that the software functioned as designed.